Manufacturer narrative:
Device powered up after battery installation. No blank display noted. Device was received with a critical pump error (open book image) alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify low battery anomaly due to critical pump error (open book image) alarm

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they were experiencing high blood glucose and critical pump error. Blood glucose level at the time of the incident was 599 mg/dl. Customer stated insulin pump had red x pointing. Customer reported they received the open book image on the insulin pump screen. Customer stated they got low battery alert and error happened when changing battery. Customer declined troubleshooting for high blood glucose. Customer stated auto mode feature was active at the time of incident. Customer also stated belt clip was broken. The insulin pump will be returned for analysis.